Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced high blood glucose level, which he tried to self-treat by giving himself three correction boluses using the pump. He also drank water but the blood glucose level did not come down. Upon removal of the infusion set, the cannula was found to be kinked from two places, at the base and near the tip, due to which the patient did not receive insulin. The highest blood glucose level was reported to be 586 mg/dl. Subsequently, the patient visited his health care professional who sent him to the hospital. On (B)(6) 2019, the patient was admitted to the hospital for diabetic ketoacidosis with blood glucose level over 620 mg/dl at the time of this event. The patient also had a high level of ketones, which was identified to be dangerous/life threatening by a health care professional. As corrective treatment, he received insulin and fluids through intravenous route along with oral and intravenous potassium, which lowered his blood glucose level and resolved the issue. While in the hospital, they also changed out patient's infusion set. The patient did not notice any damage when the package was first opened. The infusion set had been in use for approximately two days. On (B)(6) 2019, he was released from the hospital and he had no permanent damage. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.